Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the full replacement was scheduled for (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they don't feel stimulation on any program after increasing over 7.0v. The environmental/external/patient factors that may have led or contributed to the issue was they were moving furniture and a dresser fell on them which caused them to fall. The diagnostics/troubleshooting performed included checking impedances which was normal. The rep also said the battery had 22-24 months left. The interventions/actions taken to resolve the issue included reprogramming, but no sensation was observed on any program. The issue was not resolved at the time of the report. A full system replacement is planned. No further patient complications have been reported as a result of this event.